Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package of the device was fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows damaged sterile packaging. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is likely to be due to transit damage and design deficiency. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.